Manufacturer narrative:
(B)(4). As reported by the user facility, it has been confirmed that the batch number is unknown and no samples are available for further evaluation. Without the actual device and/or lot number, a thorough investigation could not be performed. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If a sample and/or any additional pertinent information becomes available, a follow-up will be submitted.

Event description:
As reported by the user facility: the tubing was sliced by the pump blade. This was noticed during infusion of chemotherapy infused peripherally. A large puddle of fluid was discovered approximately ten minutes after the infusion began. It appeared that the entire contents of chemo bag (50 ml) and chemo mainline IV bag (250 ml) were on the floor. A new dose was prepared and administered to patient after consultation with md. No injury was reported.